Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported difficulties with the flap and uncut areas. The case was completed. Additional information has been requested. There are multiple related reports for this event. This report addresses the patient (B)(6) right eye, and additional manufacturer reports will be filed for the fellow eye and other patients.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The laser has been verified. The flap picture in treatment report show an even and smooth bed cut. Review of the logfiles for the day of treatment show no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified during the surgery day. The fse (field service engineer) during site visit, (on the same surgery day), performed several test treatments. After the final test treatment fse received the oscillator error message. Fse replaced laser head. According to the treatment report, the treatments were performed at a minimum two hours prior to occurrence of this error message, thus it can be concluded that the device was working as expected for the related treatments. The treatment report shows opaque bubble layer (obl). The obl¿s density may be a potential factor causing an incomplete flap. The laser setting for the canal width also exceeds the recommended range. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).